Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a flashing display. Trouble shooting occurred but issue remains unresolved. Insulin pump was exposed to magnetic field (metal detector). Blood glucose level at the time of incident is 160mg/dl. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Device had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. The motor was tested outside of the pump and passed. Exposed to MRI not confirmed.